Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for physical defect of test strips. Daughter is calling on behalf of the customer.. Caller stated that the test strips are bent and "damaged"; caller stated that the white part of the test strips are cut and bent, and that the black part is scratched off. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. Customer was unable to provide the meter serial number. When attempting to obtain test strip lot information, the call had been disconnected; no further information was able to be obtained.